Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the access 2 immunoassay system for one patient. Customer tested a sample accu tni and obtained a result of 0.59ng/ml. Upon re-testing, a result of 0.02ng/ml was obtained. A correct report was issued. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been received in connection with this event.

Manufacturer narrative:
No flags were posted in the event log. Qc is performed twice daily and was within specifications. Information regarding service was not provided. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.